Event description:
It was reported that the sensor gave readings that were discrepant from the customer's blood glucose, causing the customer's insulin pump to threshold suspend. Customer's blood glucose was in the 202 mg/dl and the sensor gave a reading of 400 mg/dl. Sensor insertion techniques were discussed. Customer stated the sensor had a little bend on the top. Nothing further reported.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor failed with high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.